Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery twice during the night. The blood glucose reading was 248 mg/dl, which the customer treated with 18 units of insulin. Upon troubleshooting, it was found that insulin did not exit with a plunger push. The customer was advised that the alarm had been caused by an infusion set or reservoir occlusion. She was advised to replace the infusion set and reservoir. The customer went through 4 infusion sets and 4 reservoirs, advising that 2 of each would be returned for analysis. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.